Manufacturer narrative:
The reported event of high impedance was confirmed. As received, all contacts showed open. Microscopic inspection showed a kink on lead body with multiple broken wires, as well multiple broken wires inside the paddle. The root cause is consistent with the paddle being subjected to overstress condition while in vivo.

Manufacturer narrative:
Reporter phone number and reporter email.

Manufacturer narrative:
Date of event and therapy date are estimated. Patient has two leads. It is unknown which lead was broken and explanted. Therefore, both leads are being reported. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Concomitant medical products: model unknown. Further information was requested but not obtained.

Event description:
Related manufacturer reference number: 1627487-2020-22880. It was reported that the patient experienced loss of therapy due to high impedance. X-rays confirmed that the patient¿s lamitrode lead was broken. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.